Event description:
It appears an ipp device was previously implanted, date and surgical details were not provided. In 2005 the entire device was removed and replaced due to "previous urethral erosion and fibrosis". Ams has requested additional info.